Event description:
It was reported that this implantable pacemaker recorded noise on the right atrial (ra) channel, creating pacemaker mediated tachycardia (pmt) and atrial tachy response (atr) episodes. Technical services (ts) discussed troubleshooting recommendations. The ra lead is a competitor product. The implantable device remains in service. No adverse patient effects were reported.